Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from september 26, 2019 - september 28, 2019. H10: the device was received for evaluation containing 222ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. The device had been filled with flucloxacillin 800mg in 230ml sodium chloride 0.9%. It was further reported that the device underinfused despite the clamp was being opened, flow restrictor was taped appropriately and the line was flushing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.